Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was not holding its charge and after receiving the appropriate low battery alerts/alarm, the pump shutdown. Tandem technical support reviewed the pump data and found no issues with the battery. Customer charged the pump and no further issues reoccurred.